Manufacturer narrative:
Bayer r & I product analysis received and examined the returned CT syringe and identified the presence of 2 white colored particulates in the fluid path. The first particle measured 9 mm x 3 mm and the second measured 7 mm x 2 mm. Material extensions on both particles were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the pt exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
The technologist noticed a foreign body in the CT syringe during filling of contrast.